Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The pump history was reviewed and showed that the battery life was less than expected and the issue was occurring with multiple batteries. The reporter confirmed that an appropriate battery was being used in the pump and the battery type setting was correct. There was no noted moisture ingress related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump powered on with the returned battery cap. The battery cap was able to fully tighten. Investigators were unable to confirm the original battery life issue complaint; the black box data from the date of the complaint has been overwritten. The review of the current black box data showed no evidence of short battery life. The pump electrical current draws were tested and were noted to be within specifications. Upon removal of the pump case, no evidence of moisture or loose components was observed internally. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.